Manufacturer narrative:
The implant dates for both the pacemaker and the right ventricular lead were estimated to have occurred in 2018. Further information was requested but not received.

Event description:
It was reported that the patient, who had been implanted with a dual-chamber pacemaker, presented for a follow-up visit in the clinic with loss of capture. Upon device interrogation, it was observed that the right ventricular (rv) lead exhibited noise oversensing, leading to intermittent loss of capture. The pacemaker was explanted and replaced. The rv lead was capped and replaced on (B)(6) 2026. The patient remained in stable condition.